Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the gap in the adhesive area between the z-block and distal end, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center (an olympus asset) with no reported complaint. During device analysis, the service repair technician indicated a gap in the adhesive area between the z-block and distal end, and the air water cylinder and air water tube contained foreign objects. There was no patient involvement.